Manufacturer narrative:
(B)(4). Batch #: u93h2w. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ separated. In addition, the nose cone was not returned with the device. No functional testing could be done due to the condition of the returned device. Due to the condition of the handpiece returned we were unable to investigate further the assembly disassembly issue as reported. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. In addition, the internal cables were found to be disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the condition of the handpiece. The analysis could not determine the exact root cause of this issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the handpiece hp054 got disassembled at the moment of disassembling the power device. There were no patient consequences.